Event description:
Initial reporter indicated that the dell handheld computer would get "hung up" on the interrogate patient screen. The software in the handheld computer was 7.1 programming software. The handheld computer and the 7.1 programming software were received by cyberonics and are pending product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.